Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of syncope was not determined.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. A rhythmiq episode was noted around the approximate time of the syncopal episode. Boston scientific technical services (ts) reviewed a copy of the rhythmiq episode that showed an approximate rate of 60 beats per minute (bpm) followed by 3 ventricular paced beats at 45 bpm for 3 seconds that returned to dual chamber pacing at 60 bpm. Ts discussed the possibility that the patient may be sensitive to the lower rate and recommended further evaluation. No additional adverse patient effects were reported. This product remains implanted and in service.